Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.analysis found the pulse generator exhibited backup operation due to multiple flipped bits in the product code. The battery had reached normal end of life.(B)(4).